Manufacturer narrative:
There was no unexpected signal to low alarm or unexpected restart error test alarm noted during testing. The insulin pump passed unexpected restart error test and self test. However, unit had multiple error alarms in the alarm history screen. The error alarms were due to corrupted history file. There was no low battery alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, reservoir tube lip, belt clip slot, battery tube threads, and minor scratched lcd window.

Event description:
It was reported that the customer received no delivery alarms, an excessive no delivery alarm, a displayable history check failed on startup alarm, and a signal too low alarm from her insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. It was discovered that the cannula of the customer's unomedical insulin infusion set was bent. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.